Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant procedure, the implantable cardiac monitor exhibited diagnostics anomaly. No further information was available.

Manufacturer narrative:
Upon review, the implantable cardiac monitor should not have been submitted as a medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.